Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation remains closed, as the corrected information does not change the outcome.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update: date of revision, reason for revision, hip revised, system used and product page for femoral head from (B)(6) spreadsheet dated (B)(6) 2012. Asr xl system (left), reason(s) for revision: pain. Update - added additional hospital taken from claimsuite dated (B)(6) 2014.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.